Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to infection. It is unknown if the patient was re-implanted with a new device as of the date of this report, (B)(6) 2015.